Manufacturer narrative:
Additional information was received through medical records. The patient presented to the hospital for elective tavr but the preop tte done revealed concerns for possible thrombus. A tee done showed done which showed possible thrombus in the lvot. The tavr procedure was then aborted. The patient was started on xarelto therapy with the tentative plan to complete a repeat tee one month later. Repeat tee showed no clot but a possible ruptured chord with severe mitral regurgitation. It was decided to proceed with a tavr procedure. Approximately 34 days later the patient underwent a successful tavr procedure with a 23mm sapien 3 ultra valve in the native aortic annulus. There is only one valve implanted in the patient. There was no report of an edwards device malfunction or adverse event related to an edwards thv device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or due to malposition. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to the event. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 23 mm sapien 3 ultra valve implanted in the aortic position via transfemoral approach. Approximately 34 days post implant, the patient underwent a valve in valve (viv) procedure with a 23 mm sapien 3 ultra valve. The cause of the viv procedure is unknown at this time.